Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate profile 525cc, catalog number 3501685, serial number (B)(4), lot number 7336896. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 525cc breast implants and experienced complete deflation on the left breast implant, partial deflation on the right breast implant and bilateral capsular contracture. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 425cc breast implants on (B)(6) 2018.

Manufacturer narrative:
On 08/27/18, it was reported to mentor that the device history record (DHR) for the lot number 7371441 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).